Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the several no delivery alarms. The customer's blood glucose level was 139 mg/dl. The customer's current blood glucose was 308 mg/dl. Due to the high blood glucose the customer was feeling dizzy. The high blood glucose of the customer was treated with the manual injections. The customer also stated that the alarms occurred during normal basal delivery. The insulin pump will be returned for the analysis. The customer was assisted with the troubleshooting for the no delivery alarm but the insulin did not exit from the insulin pump. The device will not be returned for the analysis.